Manufacturer narrative:
This event occurred in (B)(6). UDI: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for vanc2 vancomycin (vanc2). The erroneous results were not reported outside of the laboratory. The initial vanc2 result was less than 1.7 (unit of measure not provided). The sample was repeated twice with results of 26.4 and 25.6. No adverse event occurred. The vanc2 reagent lot number was 140735. The expiration date was requested but was not provided. Calibration and quality controls were acceptable. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. A general reagent or instrument issue can be excluded since the precision test results from the customer were within specification. The cause of the issue is believed to be a clogged sample probe. The customer cleaned the sample probe manually and, after maintenance, the issue was resolved. Based on the information available for investigation, the most probable root cause is related to pre-analytical issues leading to insufficient sample pipetting. Insufficient sample pipetting could be caused by foam on top of the sample pipetting or fibrin formations in the sample. Aspiration of fibrin can lead to physical obstruction of the probe. Fibrin clots can occur due to incomplete coagulation of the sample due to short clotting or centrifugation time or by using a g-force that is too low.